Event description:
There was a suspected infection so an I & d was performed and the insert was exchanged from an 11mm to a 13mm. Gram stain came back with no organisms. The culture results have not be returned.

Manufacturer narrative:
Additional devices listed in this report:cat 5517-f-702, lot eadhs1, description: triathlon p/a cr beaded #7r;cat 5526-b-600, lot ecyjs, description: triathlon prim beaded pa sze6 bp;cat 5551-g-350, lot 815n, description: triathlon asymmetric x3 patella.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
There was a suspected infection so an I & d was performed and the insert was exchanged from an 11mm to a 13mm. Gram stain came back with no organisms. The culture results have not be returned.